Event description:
It was reported that suture placement in the common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, after needle deployment, the device could not be removed from the tissue due to strong resistance. A surgical cut down was performed to remove the device. There was no damage to the vessel observed. A clinically significant delay in the procedure was reported and hospitalization was prolonged. There was no reported adverse patient sequela. Additionally, post procedure the physician tested a new proglide device and observed the same issue as the first device as the suture thread was stuck in the suture bearing notch after deployment. There was no patient involvement with the second device. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The additional proglide device is being filed under a separate medwatch report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to device entrapment may include, but are not limited to, manufacturing issue or suture caught in foot, posterior cuff partly deployed in foot. The treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.b2: outcomes attributed to ae.